Event description:
User received erroneous creatinine result for patient samples. The following four examples were provided. All results are in mg per dl. The repeat testing was performed in 2009, after repairs were made. Sample 1 initial result was 2.6, repeat result was 0.8. At about 4 days prior, sample 2 initial result was 2.1, repeat result was 1.0. Sample 3 initial result was 1.4, repeat result was 0.8. Sample 4 initial result was 4.3, repeat result was 0.8. User declined to provide information regarding the additional patients. The initial results were reported. No patients were adversely affected.

Manufacturer narrative:
The field service representative determined there was a fluidics failure and found the rinse mechanism nozzle 6 was not filling the cell properly. He replaced the tubing and checked the fill level. To verify analyzer performance, he ran a 10 cup precision check with acceptable results. The user ran calibration and qc with acceptable results.